Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular (rv) lead exhibited noise. No interventions were performed. There were no patient consequences.